Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After the discordant result was obtained, the customer ran quality control level 1 which resulted out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and replaced the sample and reagent probes and verified probe angle. The cse replaced the sample manifold and sample dual resolution dilutor (drd). The cse reconfigured the sample drd positions and ensured the dilution well and wash spinner speeds were correct. The cse checked the water and substrate pump dispense. The cse performed decontamination and ran a water test, which passed. The cse verified overall operation of the instrument. The customer ran precision study on qc levels and on patient samples, all resulted acceptable. The cause of the discordant, falsely low tsh result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on a patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting higher. The second of the replicates was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tsh result.